Event description:
A product liability claim was raised. Pt claims that he was implanted with a femoral component but was claiming damage for acetabular component. The pt reported that he received the implants on (B)(6) 2006, and underwent revision surgery on (B)(6) 2007, due to reasons not reported. No product information was provided for acetabular component. As soon as we receive any records or additional information on this claimant, an updated report will be submitted.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in 07/2008. Should additional information become available and/or the device (s) be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. (B)(4).

Manufacturer narrative:
This case was reopened on (B)(6) 2016 to enter additional information which had been received on (B)(6) 2016. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4). Note: this medwatch was re-submitted on (B)(6) 2017 as the first submission on (B)(6) 2016 has failed.

Event description:
It has now been reported that the patient was implanted a durom acetabular component 54/48 n on the right side on (B)(6) 2006. The patient was revised on (B)(6) 2007 due to pain, loosening, fluid collection, metallosis, pseudotumor, bursitis.